Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left bundle branch lead was explanted due to a product performance issue. Another lead was implanted and remains in service. No additional adverse patient effects were reported.